Event description:
It was reported that during the procedure, the doctor was about to place the dj inside the patient's body, but after the placement, he found that the coil at the end was broken. The procedure was completed with another of the same device.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of coil detachment of device or device component, inside the patient.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable investigation results of coil detachment of device or device component, inside the patient. Correction to block b5. The polaris loop ureteral stent coil was clarified to be detached that occurred outside the patient. Therefore, this determined that the event no longer meets reporting criteria. This event is now considered non-reportable.

Event description:
It was reported that during the ureteroscopic lithotripsy procedure, the physician was about to place the polaris loop ureteral stent inside the patient's body, but after the placement, he found that the coil at the end was broken. The procedure was completed with another of the same device and the patient condition after the procedure was good.

Event description:
It was reported that during the procedure, the doctor was about to place the dj inside the patient's body, but after the placement, he found that the coil at the end was broken. The procedure was completed with another of the same device.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable investigation results of coil detachment of device or device component, inside the patient. Block h11: the polaris loop was returned for analysis. The reported event of coil detachment of device or device component will be confirmed. During visual and magnification inspection, it was found that both loops were detached, not fully. The suture did not return assembled in the device, indicating it might have been removed. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the loops and is removed without being gently, the stent can get detached during procedure affecting the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event.